Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse measured power from the power distribution unit (pdu) fan tray and dc power supply (dcps), however there was no voltage. The fse solved the issue by replacing the pdu fan tray and dcps. Analysis of the returned part confirmed that the pdu fan tray and dcps was defective. After the replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.